Manufacturer narrative:
The reported complaint of premature battery depletion was confirmed. Based on the information provided, it was determined there was unexpected increase in the current drain and drop in the battery voltage, resulting in battery depletion. The root cause of the unexpected increase in current drain and drop in voltage could not be determined with the available data.

Manufacturer narrative:
The reported complaint of premature battery depletion was confirmed. Based on the information provided, it was determined there was unexpected increase in the current drain and drop in the battery voltage, resulting in battery depletion. The root cause of the unexpected increase in current drain and drop in voltage could not be determined with the available data. Reported event of premature battery depletion was confirmed. The device was unable to establish telemetry upon receipt. Device was cut open, which revealed device battery voltage was depleted. A longevity calculation was performed and found the battery depletion was premature. Hybrid current was monitored, and high current drain was noted. Analysis was unable to determine cause of high hybrid current.

Manufacturer narrative:
Manufacturer narrative: reported event of premature battery depletion was confirmed. The device was unable to establish telemetry upon receipt. Device was cut open, which revealed device battery voltage was depleted. A longevity calculation was performed and found the battery depletion was premature. Hybrid current was monitored, and high current drain was noted. Analysis was unable to determine cause of high hybrid current. As a result of this finding, abbott is performing further investigation. Corrected data: h6. Type of investigation code should be "10 testing of actual/suspected device".

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was performed and the patient will be further followed up. The patient was in stable condition.

Manufacturer narrative:
B2 in supplemental report should have required intervention to prevent permanent impairment/damage (devices) selected.

Event description:
New information received indicates that the insertable cardiac monitor (icm) was explanted and replaced. The patient was in stable condition.